Manufacturer narrative:
The remote service engineer (rse) remotely connected to the customer host and reviewed the system log files and clinical audit logs with the biomed. A normal system operation was seen in all logs. During the time of the incident, the system showed the bedsides in neuro have different high limits than the tele packs. The bedsides dictate the limits where the pic ix sets limits for tele's. The rse advised customer that they have full access to adjust hr limits at any time and this is normal function. The pic ix was functioning and working properly as intended. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the red alarm did not sound. The device was in use on a patient. There was no report of patient or user harm.